Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The medical affairs specialist (mas) spoke with the patient's mother on in 2008 to obtain additional info included below. The reported meter stopped turning on approx three days prior to original date. The patient took novolog insulin with meals based on her carbohydrate intake; she was not able to adjust the novolog dose based on meter readings because her meter did not turn on. She took lantus insulin, as usual at bedtime. Around midnight the pt was shaky, tired and hot. The mother gave the pt orange juice with sugar and the pt felt better. The customer care advocate noted that the meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The pt had not replaced the meter battery per the owner's manual and did not have a replacement battery. The pt's products were replaced. The complaint is reported because the pt's mother alleges the lfs meter did not turn on and the patient was unable to obtain blood glucose readings prior to taking insulin. Afterward, the mother claims the pt became shaky and felt better after drinking orange juice with sugar, which is suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.